Event description:
This is a spontaneous case report received from a nurse in united states on 14-aug-2015 which refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted by another health professional in (B)(6) 2013 for permanent sterilization. Prior to 2011, the patient had laparoscopy on right side for salpingo-oophorectomy. The physician placed essure coil on patient's right side even though she had no tube. Hsg (hysterosalpingogram) test was performed and showed that right device appeared to be in abnormal position. The patient suffered from dyspareunia which led to a hysterectomy in (B)(6) 2014. The hysterectomy was also not performed by the caller's physician. Patient retained coil in lower pelvis after hysterectomy. The reporter would like to avoid further surgery, if possible, as patient was not having any problems. The patient saw this doctor because she wanted different care and she was concerned about leaving coil in pelvis; she was not having any symptoms at the time of the report. Follow-up information received on 20-aug-2015: hysterectomy was done elsewhere. On hsg, right device was in abnormal position, left device was in proper position and there was unilateral occlusion. Patient had hysterectomy in (B)(6) 2015 - it was said that the right insert was partially perforating the uterus. On (B)(6) 2015, CT (computerized tomography) of abdomen and pelvis was performed secondary to abdominal pain, nausea vomiting and diarrhea recently. Essure device was in low pelvis. The product technical complaint (ptc) investigation and final assessment were received on 28-aug-2015. The bayer reference number for the ptc report is: (B)(4). Final assessment since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment this ptc was initiated due to a request for confirmation of quality. In addition, the ae case refers to off label use. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample were available for further technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this medically confirmed, spontaneous case report refers to a (B)(6) female patient who was submitted to a hysterectomy, 4 months after essure (fallopian tube occlusion insert) insertion, due to dyspareunia. Before this surgery a hysterosalpingogram (hsg) test was performed and showed that right device appeared to be in abnormal position; during the surgery it was found partially perforating the uterus. Later, a CT scan revealed a coil was retained in patient's lower pelvis. The reported events were considered serious due to medical importance and are listed according to essure's reference safety information. Essure is contraindicated for patients who can have only one insert placed. In this particular case, the patient had a previous salpingo-oophorectomy in the right fallopian tube. This may have been a contributory role in the reported events by rendering essure insertion difficult and facilitating device misplacement/perforation. Although, in this case, the exact mechanism of these findings was not known; considering their nature causality with the suspect insert cannot be excluded. Regarding dyspareunia, it can occur after essure insertion. In this case, due to the suggestive temporal relationship and event's nature it was considered as related to essure. This case was regarded as incident since an intervention for device removal was required. The product technical analysis concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report.

Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.